Event description:
This complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product endotracheal tube (peadiatric) size 3.0mm. Customer complaining: "(B)(6) received sales web email which stated that "customer experienced difficulty suctioning with ballard closed suction catheter as they could not advance ballard beyond end distal and of microcuff tube. Customer said it felt like ballard was getting "stuck" on something inside and at the end of microcuff tube."

Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in (B)(4). Based on the available info, this issue is deemed a serious malfunction because of the possibility that a bronchoscope or suction catheter could became 'stuck' in the endotracheal tube putting the pt at the risk of alveoli collapse and/or oxygen desaturation with pt having to undergo re-intubation. (B)(4). Note: the actual date of event is unk, so the date used was the date we became aware.